Manufacturer narrative:
The product has been requested for evaluation; however, it has not yet arrived for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-00373.

Event description:
Report received from (B)(6) stating "difficult to enter the incision. No patient impact."